Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. The customer also reported that the insulin pump had unresponsive buttons. The blood glucose reading was around 500mg/dl. The customer stated that the day before her hospitalization, her glucose level was high. The customer changed the infusion set and the reservoir. Ran a bolus and manual injections. The customer stated that she woke up with high blood glucose and went to her doctor's office. Then the customer was transferred directly to the hospital. Later, the gall bladder was removed, which may had contributed to rise her blood glucose. No further info was provided.